Event description:
The customer reported that the ventilator alarmed due to a data acquisition pcb adc failure. The customer reported the device was in use on a pt and there was no pt harm. The mfrs product support (pse) advised the biomedical engineer to replace the data acquisition pcb board for the reported problem. The biomedical engineer replaced the data acquisition board and the data acquisition to motor controller cable to address the reported problem. The unit is now back in service.